Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a disconnection between the transfer set and titanium adapter. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. The titanium adapter remained in use. There was no patient injury; however the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.